Event description:
It was reported: pt did well for 6 weeks following knee surgery. Pt developed pain and swelling of the knee with a significant loss of range of motion. Radiographically, pt has radiolucent lines and evidence of possible subsidence of the tibial component. The pt presented to surgery for failed tibial component and a revision arthroplasty.